Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was inserted. Upon the was entering the left atrium (la), the tip of the was became occluded, and no blood backflow was noted. The patient then developed an air embolism that was visualized in the left and right ventricle, and in the atrium. The procedure was aborted. An st segment elevation was seen on electrocardiogram. In response to the air embolism, the patient was asked to cough continuously and quickly, while the physician withdrawing the was. The air embolism was then resolved. An imaging catheter was used to see the condition of the left and right coronary artery and confirm if the coronary artery is affected by air entering the body. The patient was observed on the operating table for 20 minutes without any major issues and was returned to the ward for 24-hour monitoring. Three days post procedure, the patient was discharged home.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with blood in the device. The dilator was not returned. The device was visually and microscopically inspected. Inspection of the hub, sheath and tip revealed kinks in the sheath 5cm, 20.5cm, and 62cm proximal of the tip. The tip was damaged as there was ptfe delaminating from the inner sheath wall. Analysis of the remainder of the device found no other damage or defects. Product analysis could not confirm the reported event, as clinical circumstances could not be replicated.

Event description:
It was reported that an air embolism occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was inserted. Upon the was entering the left atrium (la), the tip of the was became occluded, and no blood backflow was noted. The patient then developed an air embolism that was visualized in the left and right ventricle, and in the atrium. The procedure was aborted. An st segment elevation was seen on electrocardiogram. In response to the air embolism, the patient was asked to cough continuously and quickly, while the physician withdrawing the was. The air embolism was then resolved. An imaging catheter was used to see the condition of the left and right coronary artery and confirm if the coronary artery is affected by air entering the body. The patient was observed on the operating table for 20 minutes without any major issues and was returned to the ward for 24-hour monitoring. Three days post procedure, the patient was discharged home.